Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 20 mg/dl when paramedics arrived. Customer stated that he had inhalation pneumonia due to him ingested vomit into his lungs. Customer also stated that his insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip and case near display window corners.